Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported a cartridge alarm (cartridge alarm 30) occurred during the loading sequence. Upon loading a new cartridge the pump declared multiple cartridge change errors occurred with multiple cartridges during the load sequence. No impact to the customer's blood glucose. The customer reverted to alternate insulin therapy.